Event description:
Additional information received reported there was a pump replacement procedure/revision, due to normal battery depletion of the pump. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).

Event description:
The patient reported that she would like her medication increased because she was not getting any pain relief; the pump did not get rid of the pain. The health care provider wanted to change the medication to dilaudid as they believed that morphine causes issues with the nerves in the spine. It was also reported that the patient was trying to get off the pump. The patient gets the taste of aluminum in their mouth and that was how they know they are low on medication. It was noted that the patient believed that the pump only had "2mg" left and indicated that the nurse read the pump wrong and there was "7mg" left. The patient got "really sick" within 24 hours and started to have convulsions. The patient was hospitalized and was treated with intravenous morphine. The patient was throwing up bile due to the pump. It was indicated that the hcp wanted to replace the pump and the patient was concerned that the pump would stick out of their stomach if they got the 40ml pump. The patient planned to see another primary care provider (pcp). The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).